Event description:
A nurse stated she entered the room and the pt was in asystole, but the central station was not alarming.

Manufacturer narrative:
A philips field service engineer (fse) went onsite post-incident and evaluated the involved device. The device tested to specifications and provided appropriate alarms. Philips clinical personnel also reviewed log strips from the time of the event and noticed that alarms were silenced several times. The findings have been shared with the hospital and they are addressing the proper handling of alarms with their staff.